Event description:
It was reported that the patient presented at the clinic after having remote transmission issue. The device was found in the backup vvi state. A firmware download was successfully performed. The device was reprogrammed to previous programmed settings.

Manufacturer narrative:
(B)(4).